Event description:
The user facility reported that during a case preparation, the automated impella controller, (aic) had a battery failure . A replacement loaner was sent to the facility. No patient is involved.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.